Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced intermittent, positional and ineffective stimulation. In turn the patient stopped using or charging the scs system. Additionally, the patient reported to feel stimulation when system was not in use. Surgical intervention may be taken at a later date to address the issue. The patient received 2 occipital leads (off label) with a same lot number.

Event description:
Additional follow up received identified the scs system was explanted.